Event description:
Patient was at home when pacemaker fired. The patient experienced no symptoms. Since, internal pacing defibrillator recalled it was decided to go ahead and replace at this time. Replaced without difficulty